Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin alarmed failed battery test. Customer blood glucose reading was 349 mg/dl. Troubleshoot was not completed. Customer was advised to store battery in room temperature and aaa alkaline batteries are more effective for the insulin pump. The insulin pump did not have any physical damage. Customer also reported no delivery and battery out limit alarms. Customer did not try all remedies for no delivery alarm. Customer stated battery out limit alarmed occurred during normal use. However, batteries were out of pump greater than duration allowed by the pump. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm, failed battery test alarm or battery out limit alarm noted. The insulin pump was received with cracked display window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.